Event description:
It was reported that during an unspecified treatment, difficulties were encountered withdrawing the peripheral cutting balloon back into the sheath. The lesion being treated was located in a pulmonary vein. Another manufacturer's 7f sheath was inserted into a fountain fenestration of approximately 4mm. The peripheral cutting balloon was successfully advanced and inflated to 8 atms. The physician tried to withdraw the balloon unsuccessfully, so the balloon was reinflated to adjust rewrap. The physician then tried advancing all units forward in the pulmonary vein however he was still unsuccessful in retrieving the cutting balloon. The physician then pulled the proximal balloon into the sheath, pulled the entire unit into the inferior vena cava and was able to remove everything. The difficulties were believed to be due to the acute angle created when retrieving the balloon. Upon removal, it was noted that the distal sheath was cut and one blade was bent proximally but the device appeared intact. There was no consequence to the patient (she was under anesthesia), and no complications.